Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the image of the rigid video scope rotates without user manipulation. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, h2, h3, h4, h6, h11 corrected fields: e4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose handle, defective outer tube, loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, the problem pertains to the dynamic sealing defect caused by a loose handle, which resulted in unintended image rotation without any manipulation. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.